Manufacturer narrative:
(B)(6). Based on information from the investigation of a second inaccuracy event at this site which was reported after this event, the site's c-arm calibration may have caused or contributed to the inaccuracy. (The second inaccuracy event has been reported as MDR 1723170-2014-01383). Therefore, there are two possible causes for the inaccuracy: the dirty camera lens and the c-arm calibration. Both possible root causes have been resolved at the site. The lens has been cleaned and the c-arm has been re-calibrated. No further inaccuracy issues have occurred since.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, at the site, reported discovered the camera lenses were covered with a white crystalline solution/substance. Upon cleaning the lenses he was able to navigate accurately with no further issue. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Updated software and re-calibrated orbic with stealth stations. No inaccuracy noted. Reported issue could not be replicated.

Event description:
A medtronic representative received a second-hand report that, while in a spinal fusion procedure, a surgeon alleged a 4mm inaccuracy using a navigation system and an arcadis orbic. The site reported that the surgeon continued the procedure with no delay, while compensating for the alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.